Event description:
A customer stated the coulter ac t 5diff al analyzer, running in manual mode, generated erroneous high hemoglobin (hgb) result with no instrument generated flags on a specific patient sample. Review of the supplied data reveals that red blood count (rbc) result is also high and white blood count (wbc) and platelet (plt) results are low. The customer obtained correct results by re-running the sample on the same instrument. The erroneous results were not reported outside of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The sample was collected in a 2.5ml bd edta tube and run within four (4) hours. Qc was run before and after the event and results were within the expected range. The instrument is currently performing within qc specifications. A field service engineer (fse) was not dispatched for this event. The root cause for erroneous results is unknown; however, the erroneous results display the typical pattern for poorly mixed specimens. Per beckman coulter labeling: "mix the blood specimen gently and thoroughly before analysis according to the tube manufacturer's recommendations and your laboratory's protocol. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. It is recommended that you use all flagging options to optimize the sensitivity of instrument results. Carefully review all parameter results, especially results with flags and/or messages."